Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that became stuck in the air/water nozzle and could not be sufficiently removed, and subsequently became clogged. It was not possible to further presume the cause of the clogging of foreign material since handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "insufficient up angle, separation" was confirmed. Furthermore, inspection found foreign matter came out of the nozzle noted to be attributed to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Adhesives around objective lens has white-clouded. Adhesives around light guide (lg) lens has white-clouded area. C-cover has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "insufficient up angle, separation". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter came out of the nozzle. This report is being submitted due to the finding of foreign material observed to be coming out from the device nozzle (handling , insufficient cleaning issue) identified during device return evaluation.